Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. The right atrial (ra) lead exhibited undersensing on stored electrograms (egm). This resulted in possible false device classification of episode termination. The ra lead remains in use. No further patient complications have been reported as a result of this event.